Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. On the morning of the same day, the patient changed the battery on the subject meter. The subject meter ceased to turn on afterwards. The patient reportedly was not able to test his blood glucose for 5-6 hours, did not take any action in regards to his diabetes routine, and subsequently developed symptoms of "shaking, and blurred vision". The patient denied receiving any treatment at the time the patient contacted lfs. According to the troubleshooting performed with customer service, the battery was incorrectly positioned in the subject meter. However, the patient insisted that there is something wrong with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that she developed symptoms that can be associated with hyperglycemia after the patient was unable to test her blood glucose for 5-6 hours due to the power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.